Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the blower was replaced during preventive maintenance and the new blower does not work. The customer reported the blower was purchased from an alternative parts source. There was no patient or user harm reported. The event date was not specified, estimate used.